Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
The patient reported that she was implanted in 2005. Since surgery, she has experienced pain where the hernia was and also reported bulging at the site. She reported that her doctor thought it might be scar tissue.